Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2017-00885.

Manufacturer narrative:
Results: the px slim was kinked four times between approximately 145.0 and 147.0 cm from its proximal hub. For reference, the max outer diameter (od) for the px slim is 0.040¿. Conclusions: evaluation of the px slim revealed multiple kinks in its distal region. This damage was a result of the dimensional incompatibility of the non-penumbra catheter and px slim. The non-penumbra catheter was designed to accommodate a maximum of 0.038¿ while the max od of the px slim is 0.040¿. Therefore, extreme resistance can be expected when attempting to advance the px slim through this non-penumbra catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a px slim delivery microcatheter (px slim). It was noted that the patient had a tortuous anatomy. During the procedure, while attempting to advance a px slim into another manufacturer's 4f catheter with a guide wire, the physician experienced resistance around the color transition part at the tip of the px slim and subsequently, the px slim became stuck inside the 4f catheter. Therefore, the physician removed the px slim and the 4f catheter, then opened a new 4f catheter. While attempting to advance the same px slim through the new 4f catheter, resistance was encountered again at the same position and the px slim became stuck inside the 4f catheter. Therefore, the physician removed the px slim and continued the procedure by taking a diagnostic angiography through the 4f catheter. There was no report of an adverse effect to the patient.